Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that the touchscreen was shattered. It was unknown the cause of the cracked touchscreen. The user's blood glucose level was 102 mg/dl. Reportedly, the user would continue to use the pump until replacement pump is received.